Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead's proximal electrode separated, but not totally. The physician opted to keep this lead. This lead remains implanted. No adverse patient effects were reported.